Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Furthermore, the power consumption was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Additional information received which indicated that this device was explanted and replaced with the same model due to premature battery depletion. No additional adverse patient effects were reported.